Manufacturer narrative:
It was confirmed that the customer has purchased a replacement glidescope avl 3-4 video baton. However, the video baton from the reported incident was not returned for further evaluation. Should the device be returned, the device evaluation data will be included in a follow-up report.

Event description:
The customer reported that during a patient procedure, using an glidescope avl 3-4 video baton, the image would turn to static or cut out when the flexible tubing was bent. No delay in the procedure was reported, however the use of a back-up glidescope avl 3-4 video baton was reported. No harm to patient or user was reported.